Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable error 23025, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 23025 pointing to a position detection sensor on the master tool manipulator right (mtmr). The fse replaced mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed and found to generate error 23025 during calibration via matlab. Axis 3 motor and a3 motor cable will be replaced as a fix. A root cause of the reported failure was attributed to a component failure. The complaint regarding repeated recoverable error 23025 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the fse confirmed the reported issue in the investigation and replaced master tool manipulator right (mtmr). Failure analysis also confirmed the reported error. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that error 23025 occurred. The customer had pressed ¿recover fault¿ button to resolve the error before calling technical support. The tse reviewed the error logs and confirmed a recoverable error 23025, which was due to a communication error on surgeon side console (ssc). After, the customer called back and reported that the error 23025 reoccurred multiple times. The customer performed a system power cycle, but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without issue. The errors were recovered by pressing ¿recover fault¿ each time. The customer did not disable the master tool manipulator (mtm). The procedure was completed robotically.